Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.50/1.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. The reporter indicated the lens was removed on (B)(6) 2018 due to cephalgia psychological reasons. Reportedly patient believes "that the collamer material of the lens causes cephalgia/trigeminal neuralgia. Treatment for "remaining cephalgia, neurological consultation, trigeminal neuralgia. Cause of the event is reported as patient related factor.